Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and stated that quality control (qc) recovered within range. The customer has observed falsely elevated carbon dioxide concentrated (co2_c) results on two days (22 and 25) in (B)(6) 2022 and performed troubleshooting, which included changing the co2_c reagent vial from another box. The customer provided information for four samples as an example of the issue. Siemens dispatched a customer service engineer (cse) to the customer site. The cse noted a change in the saline, and the customer used a cuvette conditioner instead of bath oil in the vial. The cse decontaminated the saline lines, cleaned the bath oil, changed the cuvettes, replaced tubings of the drain pump (cdp1 and cdp2), rotary reaction vessel (rrv) cuvettes, l-amp, and cleaned the optical lens. Siemens is investigating the event. Mdrs 2432235-2022-00273 was filed for the same event.

Event description:
The customer obtained one falsely elevated carbon dioxide concentrated (co2_c) result for three patient samples on an advia chemistry xpt system and did not report the results to the physician(s). The customer used the same samples to perform repeat testing on an alternate advia chemistry xpt system. The customer informed siemens that the repeat results were lower, considered correct, and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00274 on 03-oct-2022. Correction (04-oct-2022): siemens updated section b5 to remove the reference of "one falsely elevated carbon dioxide concentrated (co2_c) result". The 'date received by manufacturer' (section g3) included in the initial MDR 2432235-2022-00273 was incorrect. Siemens reviewed the event data, and 23-sep-2022 is the correct date, and 27-sep-2022 is not. Additional information (05-oct-2022): the customer informed siemens that carbon dioxide concentrated (co2_c) was activated after the customer service engineer (cse) completed service repairs. The customer performed repeatability testing and obtained the correct results. The customer resumed co2_c testing on the advia chemistry xpt system. Additional information (06-oct-2022): siemens reviewed the event data and actions performed by the customer service engineer (cse), which included the repair of an overflow in the rotary reaction vessel (rrv) by changing the pump tubings and rrv cuvettes. The cse noted no issue post-service repairs performed on the advia chemistry xpt system. Siemens concluded that the potential cause of the falsely elevated carbon dioxide concentrated (co2_c) results is a hardware malfunction leading to an overflow in the reaction cuvette. Siemens verified the operation of the advia chemistry xpt system and noted the system is fully operational and requires no further evaluation. Section h6 is updated to reflect a new investigation findings and investigation conclusions code. Mdrs 2432235-2022-00273_s1 was filed for the same event.

Event description:
The customer obtained falsely elevated carbon dioxide concentrated (co2_c) results on three patient samples on an advia chemistry xpt system. The customer did not report the discordant results to the physician(s) and used the same samples to perform repeat testing on an alternate advia chemistry xpt system. The customer informed siemens that the repeat results were lower, considered correct, and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.